Event description:
Boston scientific received information that the right atrial lead was repositioned for an unspecified reason one day post implant. No additional adverse patient effects were reported. No additional information is currently available. If additional information becomes available, the event will be updated. The event date reported did not match the event description so it was left off of this report.

Manufacturer narrative:
(B)(4). We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.